Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 33 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, bleeding and hypersensitivity. No further patient complications were reported.